Event description:
The customer reported to baxter (B)(4) of a 500ml eva bag for automix in which particles were found inside the bag. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. The sample is contaminated with foscarnet (cytotoxic). No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.